Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31647835l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an idiopathic ventricular tachycardia (idvt) on the patient's right side with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced a drop in blood pressure and pericardial effusion treated with pericardiocentesis. An unknown amount of blood was removed from the pericardial space. Then, the patient went into ventricular fibrillation treated CPR and trans-thoracic extracorporeal membrane oxygenation (ECMO) which also was unsuccessful. The patient passed away. The physician¿s opinion on the cause of death was the procedure. The sheath and the catheters were exchanged 2-3 times. No transseptal puncture site was performed during the procedure. The number of performed ablations was 9 outside the pulmonary veins. No ablations were performed within the pulmonary veins.